Manufacturer narrative:
The device had no unexpected no delivery alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The vibrate, audio and beep functioned properly and no anomaly noted during testing. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported via phone call that the customer called back to conduct the high-pressure test. The device passed the high-pressure test and no alarms or vibrate anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had an absence of no delivery alarm. When they woke up they found that they had a kinked cannula but the insulin pump did not alarm. The customers stated that the alarm works on the self-test. Their blood glucose level during the incident was 560 mg/dl. They treated their high blood glucose by switching out the insulin pump and treating with a bolus. Their current blood glucose level was 120 mg/dl. Troubleshooting was performed and insulin exited without incident. They were sent a tubing clamp to perform the high-pressure test. The customer called back. They performed the high-pressure test. The insulin pump beeped during the tone test. Due to the customer's request the device will be replaced and returned for analysis.